Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2012, the patient presented with degenerative scoliosis with spinal and foraminal stenosis at l3 to s1. The patient underwent a l3 to s1 decompressive laminectomy and posterior spinal fusion from l3 to s1. Bone grafts, both collected auto graft, 60 cc of allograft, 1 gm of vancomycin were applied to the lateral gutters across the a rea of the fusion from l3 to s1, and one-half sponge of bmp was placed laterally at each position, as well . The patient was extubated and transferred to pacu in stable condition. On (B)(6) 2012 that the patient presented with residual right l4 -l5 and l5 -s1 foraminal stenosis status post l3 -s1 decompression and posterior spinal fusion about a month ago. The patient underwent right l4 -l5 and l5-s1 foraminotomies. This was due to severe persistent right leg pain. Repeat MRI demonstrated tight foramen at the l4-l5 and l5-s1 interspaces, and he elected to undergo foraminotomies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.